Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and explanted on the same day. After implanting the device, the physician determined that the native valve would not be amenable to repair due to calcification of the native tissue. The device was explanted and replaced with a bioprosthetic valve during the procedure. No other adverse patient effects were reported.